Event description:
On (B)(6) 2012, the reporter contacted animas alleging the following sequence of events: after the patient had worn the pump while swimming, the pump would not turn on . The reporter denied any trauma to the pump or any cracks in display or casing. The battery cap was reportedly secure, no yellow o ring visible, and was changed last month. The reporter used four different batteries from different packs and the pump would still not turn on; there are no sounds or vibrations from the pump, and no moisture visible. The patient has a back-up plan. There is reportedly no blood glucose excursion related to this complaint. This complaint is being reported as the alleged loss of power issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed power on resets. On testing, the pump powered on with audible and vibratory functionality. The pump was returned for investigation with visible moisture in the display lens. On examination, there was no damage to the battery cap or battery compartment. The battery cap secured properly onto the pump and was found to be within specification when tested. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump cover was removed for investigation and revealed moisture inside the pump.